Event description:
It was reported the patients implantable pulse generator (ipg) was losing its charge frequently and due to patient significant physical disabilities, charging the battery was difficult. It was also stated that the patient was experiencing inadequate stimulation despite reprogramming attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned due to hospital policy.